Manufacturer narrative:
Vns system labeling lists infection as a potential adverse event, possibly related to surgery.

Event description:
Reporter indicated that a patient had an explant surgery due to an infection, shortly following a device positioning surgery. Further information taken from the explant operative report indicated that following the reposition surgery the patient spiked fever, and was admitted to the hospital. The patient reported slight bogginess and tenderness at the generator site. During the explant surgery, the left chest incision was opened, and the wound fell open to reveal a pocket of serosanguineous turbid fluid, no frank pus, and no bad smell. The cultures taken during the surgery showed no sign of infection, but the nurse believes an infection was present. The patient had been on antibiotics following the first migration surgery and she believes this to have rid the body of infection. The nurse indicated that the cause of the infection was most likely related to the operative procedure.